Event description:
The field service engineer reported that while on site to troubleshoot a buffer transfer error on the alinity I processing module, he discovered a buffer spill inside the analyzer caused by a loose fitting. He used chlorine, windex spray, and manzana disinfectant to clean the spill. During the cleanup, several individuals began experiencing symptoms such as eye irritation and nausea, prompting the evacuation of the area. A total of 24 individuals, including the engineer, were reportedly affected. One person fainted and received first aid on site, including oxygen administration; hospital transfer was deemed unnecessary. The following day, the individual who fainted confirmed they were feeling fine. Paramedics recorded elevated blood pressure in some individuals. Others were advised to wash their hands and faces with water upon exiting the area, after which their symptoms resolved. The analyzers were shut down, and the area was re-entered the next day without further incidents. At the time of the event, personnel in the area were wearing personal protective equipment (ppe), including nitrile gloves, lab coats, disposable smocks, kn95 face masks, surgical caps, and safety glasses. No further impact to patient management was reported.

Manufacturer narrative:
The field service engineer (fse) inspected the alinity I processing module, serial number (B)(6) and noted a wash buffer spill inside the analyzer caused by a loose fitting of the internal buffer container. The fitting was secured which resolved the issue. The fse used chlorine bleach, windex spray, and manzana disinfectant to clean the spill. The instrument service history review revealed there were no additional service or complaint issues associated with toxic fumes being released and causing fainting on or around the date this complaint was initiated that may have contributed to this issue. A review of complaint and trending data for the alinity I processing module did not identify any similar issues associated with toxic fumes released and causing fainting as described in this complaint. A review of the manufacturing documentation did not identify any non-conformances or potential non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. A use error contributed to the exposure described in this complaint as the material safety data sheets for the wash buffer, windex, clorox bleach and manzana disinfectant contain cleaning instructions and warn toxic fumes maybe released when combined with household cleaners. Based on the investigation the alinity I processing module, serial number (B)(6) , is performing as intended. No systemic issue or deficiency of the alinity I processing module was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The field service engineer reported that while on site to troubleshoot a buffer transfer error on the alinity I processing module, he discovered a buffer spill inside the analyzer caused by a loose fitting. He used chlorine, windex spray, and manzana disinfectant to clean the spill. During the cleanup, several individuals began experiencing symptoms such as eye irritation and nausea, prompting the evacuation of the area. A total of 24 individuals, including the engineer, were reportedly affected. One person fainted and received first aid on site, including oxygen administration; hospital transfer was deemed unnecessary. The following day, the individual who fainted confirmed they were feeling fine. Paramedics recorded elevated blood pressure in some individuals. Others were advised to wash their hands and faces with water upon exiting the area, after which their symptoms resolved. The analyzers were shut down, and the area was re-entered the next day without further incidents. At the time of the event, personnel in the area were wearing personal protective equipment (ppe), including nitrile gloves, lab coats, disposable smocks, kn95 face masks, surgical caps, and safety glasses. No further impact to patient management was reported.